Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found.

Event description:
During a routine follow up, it was reported to nevro that a patient had acquired a hematoma following the implant procedure. The hematoma was drained. The patient recovered with no sequelae and the hematoma had healed. The stimulation is on and the patient is receiving effective therapy.